Event description:
Initial reporter indicated that she felt her daughter's generator was nearing end of battery life because her daughter began having an increase in seizures (they were not above pre-vns baseline). Reported her daughter was having a change in seizure type and she was not able to feel normal or magnet stimulation. The seizures the patient had necessitated two trips to the ER due to injuries (no broken bones, but she had facial trauma - the patient's mother indicated her face looked like she had "severe road" rash from falling). Although the patient was experiencing this change in seizure type, the mother did state that vns therapy had "greatly" improved my daughter's mood and quality of life, and she was now able to attend school. Additional information was received that the patient had their vns battery changed for being at the end of battery life. Manufacturer has not received the product for analysis.